Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrium (ra) lead was failing to sense and capture the atrium reliably, and at max output the ra lead would also pace the ventricle. Therefore the ra lead was abandoned and replaced with a new lead on the patient's right side. No patient complications have been reported as a result of this event.